Manufacturer narrative:
Other applicable components are: product ID: 3389, lot# va16v01, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a side-to-side, dystonic-type head tremor that deep brain stimulation (dbs) did not seem to relieve. The patient received botox injections to attempt to get relief from the head tremor. The health care provider (hcp) noted that the voltage on the right side was increased from 2.5v to 2.6v which significantly calmed the tremor; the tremor was not longer present at the end of the visit. The diagnostic methods included the patient having a visible, bothersome head tremor on (B)(6) 2016. The etiology was related to the device/therapy, but not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2016. Additional information was later received indicating the patient continued to have head tremor despite having good control of hand tremor during clinical exam. The right ins voltage was increased from 3.0 to 3.2 v which led to alleviation of head tremor with no side effects. The issue was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated. Additional information later received from an hcp of a clinical study via a manufacturing representative (rep) indicated the patient's lead was explanted with a replacement due to their dbs not working well enough. The event status was unknown. No further complications were reported as a result of this event.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the issue was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of follow-up 002 was submitted in error and should be corrected to 2019-05-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3389s-40, lot# va16v0l, implanted: (B)(6) 2016, product type :lead. Product ID 3389s-40, lot# va15czl, implanted: (B)(6) 2016, explanted: (B)(6) 2016,product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had not felt more than a 10% reduction in tremors before the leads were moved. They had good tremor control since.